Manufacturer narrative:
Service was to be dispatched to replace the cpu assembly and also to check that user had properly aligned the wheel/spider assembly, which is required for proper operation of the device. A report on field service activity (sar) and a device checkout record (fcr) will be forwarded to the complaint handling unit (chu) per standard operating procedure.

Event description:
User reported that the device had experienced uncommanded motion, where the unit starts moving backwards and in circles. User further reports that when the left side wheel rim is touched the device moves backwards and to the left. User reports that he has performed wheel alignment and checked wheel seating. No injury was reported as a result of this event, however, if this event were to recur near a curb or stairs and resulted in a fall, there is a potential to cause serious injury to the user.